Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the luer connector. This issue was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: may 12, 2022 - may 14, 2022. H10: the actual device was received for evaluation. During a visual inspection, it was noted that the unit did not contain fluid because the customer had cut the tubing line to drain the fluid out before returning the unit for evaluation. The tubing was reconnected then a functional leak test was performed by manually filling the bladder with green color water to the nominal volume. During and after fill, no evidence of leak was observed at the luer connector or at any other parts of the unit. Therefore, the device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.